Event description:
It was reported the pt was hospitalized with respiratory failure two days after the implant surgery. The physician¿s assistant did not believe the event was related to the scs system. Follow up determined the pt has recovered and has optimal pain coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.